Event description:
The patient reported erosion of the neurostimulator out of their skin. As of (B)(6) 2026, an explant date has not yet been scheduled. No further information is available at this time.

Manufacturer narrative:
The other adverse effects questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incorrect questionnaire was completed. Implanting the device off label, inadvertently puncturing bone or tissue during the procedure, not performing an x-ray immediately after the procedure to confirm device placement, the patient picking or touching at the wound, and excessive force being applied to the implant have been ruled out. Other potential causes of the erosion include: inadequate fixation, the patient having contraindicating conditions, using incorrect tools, and improper surgical technique. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.